Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and keypad not responding. The customer¿s blood glucose level was 246 mg/dl at the time of the incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. No frozen screen during testing. (B)(4).